Event description:
It has been reported to philips that the system shut down and did not boot back up. The system was in clinical use at the time of the reported event. The patient was moved to another room to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system shut down and failed to start up. Review of the system log file confirmed the malfunction in host pc. Upon troubleshooting, biomed went onsite and tried to restart the system but still the issue persisted. To resolve the issue, rse instructed the biomed to replace the host pc. The defective host pc was returned to philips for analysis and the cause of the failure could not be conclusively determined by the supplier's part analysis. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was correctly updated.